Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the oxygen (o2) calibration failed (o2 sensor was out of range). The device was not changed out, the doctor at the hospital continued to use without calibration. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The subsidiary confirmed the history of output voltage of o2 sensor. The output voltage of o2 sensor decreased from (B)(4) 2013. There was no abnormality in the appearance of the o2 sensor. The subsidiary service repair technician replaced the o2 sensor in the unit.